Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set was leaking from the site due to which hyperglycemia occurs within 24 hours of use. High blood glucose level was 200 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.